Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the bag split open when the user was pulling the specimen out and when the specimen was being retrieved. With minimal tension on the bag, the surgeon had to struggle to remove the specimen from the abdomen.

Event description:
According to the reporter, during a procedure, the bag split open when the user was pulling the specimen out and when the specimen was being retrieved. With minimal tension on the bag, the surgeon had to struggle to remove the specimen from the abdomen. There was no patient injury.

Manufacturer narrative:
Additional information: b5, e1 (facility name, street 1, street 2, city, region, country, postal code), g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.